Manufacturer narrative:
Date of event: date is estimated; month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient has been trying to adjust their settings for the last week. They kept getting message can't find device. Patient has noticed more leaking for the last week and a half. Patient said they had two surgeries unrelated to the device or therapy. One was last year and one was last month. The leaking kind of went away after the last surgery. Made sure the communicator was not plugged into the recharging cord. Made sure the patient was not near any electromagnetic interference. Patient said they can feel the stimulator. Had the patient place the stimulator to the right side of the stimulator. Had them place it to the left side of the stimulator. The patient was sitting down. Told the patient to lean forward to make the device more superficial. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. The doctor that did their two surgeries also manages their implant. Told the patient to follow up with the doctor to let them know the patient can't communicate with the implant and that maybe something happened during surgery.